Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device was found to be in good physical condition. When forcing an occlusion, the high pressure visual alarm lights briefly then turns off after the obstruction has been removed. The low pressure alarm continues to sound until 15 cmh2o backpressure is applied. Was unable to confirm the reported customer complaint.

Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator was constantly alarming high pressure. It was reported that the main board was found bad. There were no reported adverse effects.